Event description:
Customer reported her insulin pump is alarming no delivery. Customer's blood glucose is 156 mg/dl. Customer disconnected from the insulin pump and ran a fixed prime. Insulin exited the tubing. Customer was unable to push insulin through the infusion set with a plunger. There is greater than normal resistance to the plunger push. Customer was advised to change the infusion set and do the plunger push before connecting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.